Event description:
It was reported that during percutaneous transluminal angioplasty, removal difficulties and a shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified artery below the knee. The lesion was pre-dilated with a 1.5mm coyote balloon and then a 2.50mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target area. During advancement, the balloon got stuck in the severely stenosed target area. The physician attempted to remove the device; however, the device could not be removed. Therefore, the physician pulled the device resulting in a detachment of the shaft. The detached fragment was snared using a gooseneck snare. The procedure was completed with a different device. No further patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned device revealed a distal shaft detach at 25cm from the catheter tip. The proximal and distal sections of the returned catheter were kinked throughout. The tip area was also kinked. The corewire was broken and kinked, and it had pierced the midshaft. The kinks noted on this returned unit is consistent with excessive force being applied to the device during handling/use. Partial blade detachment was also noted. A microscopic examination identified approximately 1mm of blade had detached at 4mm proximally from the distal edge of the blade. This damage is consistent with the reported difficulties experienced by the user during attempts to remove the device from the patient. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, removal difficulties and a shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified artery below the knee. The lesion was pre-dilated with a 1.5mm coyote balloon and then a 2.50mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target area. During advancement, the balloon got stuck in the severely stenosed target area. The physician attempted to remove the device; however, the device could not be removed. Therefore, the physician pulled the device resulting in a detachment of the shaft. The detached fragment was snared using a gooseneck snare. The procedure was completed with a different device. No further patient complications were reported and the patients' status is good.